Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, unexpected error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08710 inches. The pump was monitored and no unexpected low battery alert or weak battery alarms occurred during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600+ mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer had symptoms such as vomiting and hard time breathing. The customer was treated in the ICU. The customer reported that the batteries lasted about an hour in the pump. The customer reported a small crack up where the battery goes on the bottom. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.